Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 522 mg/dl at the time of the incident. The customer was at 450 mg/dl at the time of admission. The customer was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported that the pump was not working and the customer was getting insulin flow blocked alarms. Troubleshooting was not completed as the caller declined. The customer was ill with a cold at the time of the call. The caller reported pump physical damage. The insulin pump will be returned for analysis.